Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they took off the infusion set and it looked like it left a burn. The customer's blood glucose level at the time of the incident was 389 mg/dl. The customer changed the set and did a bolus to treat the high blood glucose. The site did not show signs of infection. There was no blood on the site. The irritation on the site was not a bump but instead was like the size and shape of the bottom part of the infusion set. It was also noted that during troubleshooting for the site irritation, the customer had been experiencing fluctuating high and low blood glucose. The customer had a blood glucose level that was 310 mg/dl. The customer's current blood glucose level was 434 mg/dl. The customer had the symptoms of being nauseous and thirsty. The customer was advised to contact their health care professional. The device will not return for analysis.